Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The 75% stenosed lesion was located in a moderately calcified and mildly tortuous mid left anterior descending artery that contained a bend of greater than 45 degrees. The lesion was predilated with a 2.5x12mm quantum maverick balloon. The physician advanced the 2.75x32mm liberte' bare metal stent but could not cross the lesion. Upon removing the device, the physician noticed that the shaft was fractured. The procedure was completed with another liberte' bare metal stent and was not post-dilated. No patient complications or injuries occurred. Patient status is satisfactory.

Manufacturer narrative:
Device analysis found that the condition of the device was consistent with the complaint incident. A visual and microscopic examination found that the hypotube had broken approximately 96.2cm proximal from the port area. The proximal section of the device was not returned. This type of damage is consistent with excessive force being applied to the delivery system. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent that could have contributed to the complaint. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during the procedure.